Manufacturer narrative:
No specific da vinci device malfunctions were reported, and the author did not allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: ghoreifi, a., et al. (2025). The outcomes of salvage robotic radical prostatectomy following radiation versus focal therapy: does the primary treatment modality matter? Bjui compass, 6, e70019. Https://doi.org/10.1002/bco2.70019 section a2: patient information age: reflects the study mean age of the patients in the robotic group. Section a3a- patient gender represents the majority of the patients in the robotic group. Section b7: the patient's medical history is updated per the majority of the patient's characteristics in the robotic group cohort. Section d: the procedures in the article were performed on both da vinci xi and si systems. There was no differentiation provided regarding which system was used per procedure. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.

Event description:
A review of an article that compared salvage robotic radical prostatectomy (srrp) for recurrent prostate cancer (pca) after primary radiation (rt) versus focal therapy (ft). Was performed. The study analyzed 112 patients undergoing salvage robotic radical prostatectomy between january 2010 and december 2022. A total of 31 patients experienced complications, including bladder neck contracture, lymphocele, rectal injury requiring intraoperative repair, urine leak, hematuria, acute urinary retention, deep vein thrombosis, urinary tract infection, and surgical site infection. The article additionally reported low hemoglobin requiring transfusion. No device malfunctions were reported, and the authors did not report any events caused by any isi device. Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.